Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The cause of death was assessed by the investigator to be due to esophagus and larynx carcinoma. The death was assessed by the investigator to be not related to the device and not related to the procedure.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etew2020c82ee. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm in diameter abdominal aortic aneurysm. Two days post index procedure the patient had a follow up CT, there were no reported issues. It was reported that the patient expired, cause of death is currently unknown. The investigator has not provided the relationship to the device or the procedure for this death however the death is related to the death event. No additional clinical sequelae were reported.